Event description:
Masimo personal sleep monitor oxygen monitor reports oxygen levels incorrectly and/or does not connect to bluetooth when using motorola sylus or google pixel 3a cell phones. The device may be used to track sleep apnea or other health conditions: https://www.masimopersonalhealth.com/pages/masimo-sleep I contacted the company several times but they are unable to provide a technical fix for the problem. The device is advertised as being compatible with android phones, but is not compatible with two of the most common android phones on the market. The program presented a single, incorrect value for oxygen and pulse. This could be dangerous because it provides incorrect health information. FDA safety report ID# (B)(4).